Event description:
It was reported to nova biomedical that a consumer received a result of 300's mg/dl on their blood glucose meter. The consumer reported he administered an unk amount of insulin to bring down his blood sugar levels. Approx an hour later, the consumer experienced a hypoglycemic event requiring medical intervention. When the emts arrived they tested the consumer with their blood glucose meter getting a result in the 20's mg/dl. It was found during the call, the consumer transfers test strips from one vial to another and stores test strips in the bathroom against our directions for use. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.